Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the customer reported complaint. The instrument was found with frayed pitch cable at distal clevis hub. No damage was found on the clevis. An additional observation not reported by the site were scratch marks/abrasions on the surface of the distal pulley. Failure analysis concluded the indentations were likely due to mishandling/misuse. An additional finding were various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch cable reported by the customer, and/or the main tube damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported during the reprocessing of a fenestrated bipolar forceps where the frayed wire was noticed.